Event description:
It was reported that the scope had a e226 (scope communication error). No harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide corrections. Please see updates to b5, g4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable that there was a temporary poor connection caused by a foreign object getting caught between the electrical contacts of the scope connector and the electrical contacts of the system, which prevented the image signal and image correction data from being transmitted properly. The root cause, however, could not be specified. The event can be detected/prevented by following the instructions for use which state: ltf-s300-10-3d operation manual ¿chapter 3 preparation and inspection 3.7 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer added that the reported e226 error was resolved by wiping the connection connector section with alcohol, and restarting the device.